Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and was in regard to a general complaint regarding air bubble issues on ICU medical infusion pumps, specifically plum 360. The customer reported that the pump had air in the line but continued to infuse during use on a patient. The customer further stated that it seems to only occur when the nurses are doing the ivig infusions where microbubbles appear past the plum cassette. Additional information was received stating that the air seemed to be more of a foam that developed with a specific medication and there was not truly a large air bubble that developed in the line. So, the pump continued to infuse, but that is because the liquid appeared to be more of a foam as it was infused into the patient. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. A 12-month service history review could not be conducted due to the absence of a provided serial number. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint.